Manufacturer narrative:
Section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-202x-xxxxx. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Manufacturer's investigation conclusion: the centrimag console was evaluated due to the reported event of the centrimag motor not functioning as intended. The centrimag console (serial number unknown) was not returned for analysis. Available information indicates that no patients were involved with the event. The cause of the event was determined to have been related to an issue with the returned centrimag motor and has been addressed via the motor¿s investigation. The centrimag console was not correlated to the root cause of the reported event. The centrimag console¿s serial number was not provided. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency/troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the motor started making an odd noise when connected to console. The motor may have received a ¿jolt¿ during set up per the nurse. The motor was "jolted" during set up of a backup circuit so no patient was affected. The director removed the motor from service. It was run on a training loop, and the motor was making a noise. The blood pump was not spinning appropriately/smoothly despite rpms being on. The motor was to be sent back for evaluation. It was stated on (B)(6) 2024 that the console was not affected.